Manufacturer narrative:
Additional information: a2, a3, a4, b5, g3, h2, h6.

Event description:
Following a procedure that was not able to be completed due to an error message on the generator, upon removing the grounding pad, a third degree burn was noted at the grounding pad site on the right lateral thigh. The grounding pad did not overlap with any other patches and the patient was prepped properly with no hair at the grounding pad site. In addition, there were no wrinkles or edges that were lifted up on the pad. A topical cream was initially given to the patient and the burn was covered with gauze. Further information received revealed the patient has since received treatment at a wound care facility with a total of four debridements being conducted.

Manufacturer narrative:
Correction: d1, d4, h10. Additional information: g3, h2, h3. One neurotherm nt-1100 lesion generator was received for evaluation. No additional packaging or accessories were available. Visual inspection verified the front ports, front panel, rear switch, and touchscreen display were free of physical damage. The generator was powered on and the generator successfully booted to the menu application. Review of logs was unable to identify any critical errors. The temperature and impedance readings were consistent. Further inspection verified a functional test was successful. The field reported event was not reproducible as the reported error message did not appear. Target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible during the evaluation. Functional testing was successful and the reported error did not appear during the evaluation.

Manufacturer narrative:
One neurotherm nt-1000 lesion generator was received for evaluation. No additional packaging or accessories were available. Visual inspection verified the front ports, front panel, rear switch, and touchscreen display were free of physical damage. The generator was powered on and the generator successfully booted to the menu application. Review of logs was unable to identify any critical errors. The temperature and impedance readings were consistent. Further inspection verified a functional test was successful. The field reported event was not reproducible as the reported error message did not appear. Target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible during the evaluation. Functional testing was successful and the reported error did not appear during the evaluation.

Event description:
Related manufacturer ref: 2182269-2021-00070. Following a procedure that was not able to be completed due to an error message on the generator, upon removing the grounding pad, a third degree burn was noted at the grounding pad site on the right lateral thigh. The grounding pad did not overlap with any other patches and the patient was prepped properly with no hair at the grounding pad site. A topical cream was given to the patient and the burn was covered with gauze.